Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm. It was reported that the patient's avm was treated with onyx and the catheter was left inside the patient due to entrapment. Three years after the treatment, the patient came back and report the catheter has induced patient injury due to the catheter was left inside the artery (leg thrombophlebitis and necrosis at the level of the heel). The catheter was removed via surgery and the patient has recovered. No other complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00045.